Manufacturer narrative:
Per (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, what the patient was doing at the time of the fall, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted, however, the peri-prosthetic fracture and subsequent revision occurred due to a patient fall it has been concluded that the event is not linked to the device design or performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit revision of the stem and cement restrictor after approximately 3 months due to a peri-prosthetic fracture following a fall.

Event description:
Taperfit revision of the stem and cement restrictor after approximately 3 months due to a peri-prosthetic fracture following a fall.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, what the patient was doing at the time of the fall, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.